Manufacturer narrative:
Patient reported to be over 18 years of age. (B)(4) - surgical intervention required. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2010-05466 addresses the guidewire used in the procedure, while manufacturer report # 3005099803-2010-05412 addresses the wallflex colonic stent. It was reported to boston scientific corporation that a wallstent superstiff guidewire and a wallflex colonic stent were used during a stenting procedure with the colon on an unknown date. According to the complainant, the physician positioned the guidewire fully through the lesion and successfully placed the stent. After stent placement, no fecal matter passed through the stent prompting the physician to request another fluoroscopic image. Fluoroscopy imaging revealed that the stent had perforated and gone through the colonic wall. The patient was sent to surgery as is now listed as doing "well". The physician suspects that the guidewire perforated the colonic wall which caused the stent to end up in the wrong place. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.